Event description:
It was reported via a materiovigilance incident report (reference (B)(4)) that this patient was implanted with a boston scientific pacemaker in (B)(6) 2014. The patient was seen in follow-up in (B)(6) 2025 at which point the estimated remaining battery longevity was approximately 3 years. More recently, the patient was seen at the request of the rehabilitation facility where the patient is staying, due to repeated falls over the past 2 months, possibly associated with loss of consciousness, one of which resulted in a subdural hematoma with slow resolution. At the consultation on (b)6) 2026, the pacemaker was in backup mode (vvi 72/min). The cardiologist informed the patient of the need for replacement. As the patient is not pacemaker-dependent (atrial disease), they preferred to wait before undergoing surgery. The patient was transferred on (B)(6) 2026 to the cardiac intensive care unit at bichat due to bradycardia observed in the context of worsening confusion. There was a good response to isoprenaline; CT scan showed worsening of the subdural hematoma, possibly due to another fall. Replacement of the device, initially scheduled 10 days after the consultation, was ultimately performed on (B)(6) 2026 as an emergency due to complete pacemaker failure. No additional adverse patient effects were reported. Per the incident report, the explanted device was retrieved and will be sent to the manufacturer for analysis.

Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.